Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 44 previously reported events are included in this follow-up record. Product return status 41 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 44 malfunction events in which the device reportedly had a decrease in pressure. - 34 events had no patient involvement; no patient impact. - 9 events had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 45 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 3015967359-2023-01525. 44 previously reported events are included in this follow-up record. Product return status: 40 devices were received. 2 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 44 malfunction events in which the device reportedly had a decrease in pressure. 35 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 46 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 3015967359-2023-01525. - 45 previously reported events are included in this follow-up record.

Event description:
This report summarizes 45 malfunction events in which the device reportedly had a decrease in pressure. 35 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact. 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 46 events were reported for this quarter. Product return status 35 devices were received. 11 device investigation types have not yet been determined. Additional information 46 devices were not labeled for single-use. 46 devices were not reprocessed or reused.

Event description:
This report summarizes 46 malfunction events in which the device reportedly had a decrease in pressure. - 36 events had no patient involvement; no patient impact. - 8 events had patient involvement; no patient impact. - 2 events had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: (B)(4) previously reported events are included in this follow-up record. Product return status (B)(4) devices were received. (B)(4) devices were not available for evaluation.

Event description:
This report summarizes (B)(4) malfunction events in which the device reportedly had a decrease in pressure. - (B)(4) events had no patient involvement; no patient impact. - (B)(4) events had patient involvement; no patient impact. - (B)(4) event had insufficient information received.